Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set bulges the following information was received by the initial reporter with the following verbatim: we had requested late last year for bd to come in and perform assessments at both st. Luke's and west allis with some areas noted upon the review. I have included those reviews for everyone to have available to them. With the most recent concerns that have come forward can we request a review with bd in some of these particular areas at west allis? Also, there has been mention of kinkless tubing and is there any other options with bd that we have available that could be reviewed in coordination with this if kinking is a contributing factor? A few key notes from the attachments from earlier last november's assessments: ¿ IV¿s being placed all too commonly in the ac vs the forearm landmarks- ¿ they did not hear from clinicians during the visit that there is kinking of the primary tubing. (Potentially an area for follow-up and key in on specific areas of the hospital) ¿ they witnessed IV sets not being pressed into the air-in-line detector ¿ clinical engineering is now aware of the report they can pull on occlusion rates and ce mentioned a high rate of upper pressure sensor failures. Bd is looking into that. (Do we have a way of pulling this currently and also on existing patients to determine what caused the alarm?) ¿ also unapproved cleaning wipes were seen being used which as well could void the warranty follow-up: ¿ sometimes the IV tubing has kinked over onto itself (see photo 73705182714) and to keep the IV tubing from kinking over, the clinician will apply tape to the tubing (see photo 73705188844). Cpc reviewed head height of alaris system and fluid containers.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported tubing ballooning, and returned one photo (no physical sample), of unknown material and lot. The photo verifies the complaint of ballooning in pump segment. The root cause is not verified due to no physical sample. However, a potential root cause of clinical practice remains for this complaint. The clinical team was contacted about the failure. A device history record review could not be performed because the material and lot number are unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.